Event description:
Same case as #2134265-2008-04970. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed lesion was located in a severely calcified and severely tortuous mid right coronary artery. The physician attempted to predilate with a 1.3x10mm non-bsc balloon, but experienced difficulty crossing the lesion. The physician manage to maneuver the balloon across the lesion and predilated. The taxus express2 2.75x20mm drug eluting stent was inserted but also unable to cross the lesion. The lesion was dilated again, however, the taxus express2 stent was still unable to cross the lesion. The stent delivery system was removed from the pt and the physician found that the stent was damaged. The procedure was completed with different device. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis is unable to be performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.